Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error code. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video connector socket was depressed causing the image interruption and b30 failure code. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video system center exhibited defective socket and no image. The event occurred, during a procedure. There were no reports of patient harm.